Event description:
After almost 10 years with saline implants, I was hit with breast implant illness. For the next 8 years I suffered from so many strange, autoimmune issues that multiple doctors could not pinpoint the cause. My life completely came to a stop as I could not get out of bed, could not remember what I did the day before, had rashes, joint pain, overly sore muscles and even an elevated white blood cell count- no dr. Could explain. I was put on unnecessary medication such as thyroid medication and anti-depression medicine although I knew I wasn't suffering from thyroid or mental issues. After years of feeling like I might be crazy since no doctor could determine what was the cause of all my health issues, I heard about bii. I was so desperate and fed up with my poor quality of life, I knew I needed to explant - I was desperate for any improvement. Proper explant and lift cost (B)(6) - money I didn't have but my parents paid for my surgery. From the moment I opened my eyes in the recovery room after my surgery, I felt different. Over the past 2 years almost all of my symptoms have disappeared. The ones the have not completely disappeared have greatly improved. Best unsupported decision I ever made was to remove my implants. Although people say bii is not a recognized medical illness, I know for a fact it was for me. I am living proof. I have most of my labs taken over the 8 years of illness - there were so many. My fungal sinus infection was the strangest and worst. The dr wanted me to have surgery but I declined due to the danger of the surgery. Fungal infections are common with bii. Completely healthy post explant; disease free and healthy. FDA safety report ID# (B)(4).